Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml exactamix eva tpn bag had leaked. The reporter stated "hole on the side of the bag that pn was leaking". This event occurred before use of the device, and the patient missed their dose. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a tear at the bottom left side seam of the bag. Functional testing was performed and revealed a leak from the seam. Microscopic inspection of the area was performed and revealed that the seam was torn. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.